Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional component implanted: pxc141400/13915332. UDI: (B)(4)

Event description:
On (B)(6)2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a type ii endoleak was reported. On (B)(6) 2017, this patient underwent an unsuccessful aneurysm sac puncture in an attempt to treat the type ii endoleak. On (B)(6) 2017, this patient underwent a successful onyx embolization of the aneurysm sac. The patient was discharged on (B)(6) 2017.